Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was an incomplete electrode removal with pole remaining in patient's body, resulting in loss of MRI capability. They had a planned ip change during discharge. After removing the left pulse generator from the electrode, it became apparent that there was a silicone defect in the electrode between the sheath of the electrode and the poles that were in the extension (with interstim), so the electrode had to be explanted. When preparing the part in the os sacrum, the electrode can be recovered in its entirety, but the x-ray shows that a metal pole remains in the os sacrum. Inspection of the already explanted electrode on the operating table after removal of the scarred connective tissue surrounding the electrode was noted as it can be seen that pole 1 is not in the tissue and no longer on the electrode, although the end of the electrode, which was in the os sacrum, is completely removed. X-ray images and photo documentation, if desired, the op report, will be send by e-mail after receipt of a processing number.

Manufacturer narrative:
Product ID: 309333, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 309333, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 309333; lot# unknown; implanted: (B)(6) 2014; explanted: (B)(6) 2022; product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the lead lot number could not be ascertained with certainty. The documentation from implantation in 2014 did not contain this information. It was noted the lead was implanted on (B)(6) 2014 and the ins on (B)(6) 2014. The ins and lead were removed (B)(6) 2022. The cause of the discharge was determined to be end of lifetime. It was noted that the cause of the lead issue was a material problem as the lost pole was neither adherent strong enough to the electrode nor covered by a tiny membrane of silicone, it dropped away. The cause of the silicone defect was unknown, however material fatigue was a likely contributing factor. To resolve the issue preparation of the electrode including all 4 tined flood through the foramen under x-ray control was performed. Trials of taking hold of the pole using different clamps as well as sucking using fluoroscopy was done, the issue remained unresolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.